Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had air leakage. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the complaint was for a main board fault; however, during follow up, it was reported that there was no issue with the main board, and that the device had air leakage. It was also reported that the device had a backup alarm failure. It was reported that the error messaged was displayed on the device. Troubleshooting was suggested. The investigation is ongoing.

Manufacturer narrative:
H10: per the key market response received (B)(6) 2023, the backup alarm failure was not found during the onsite evaluation by the service engineer. The gas delivery system was replaced for the previous issue regarding the air leakage (MFR report number 2518422-2023-06079). The device was returned to full functionality.